Event description:
The customer reports that during treatment of a gated field, both console screens locked up. The customer was unable to see the mu updating or the mlc leaves moving. Mu beeping sounds and backup counter indicated that the machine continued to deliver beam. The customer terminated the beam using the beam off button. The treatment console indicated a delivered dose of 171 out of 252 mu, the backup counter indicated a delivered dose of 249 out of 252 mu. After physics had been notified, control of the treatment console resumed. The physicist performed a screen capture and after the screen capture, the display on the console workstation updated the delivered mu to match the backup counter. The pt was closed and verified in aria. The dose recorded in aria matched the backup counter and the updated display on the console workstation. The customer is concerned about the loss of control on the console workstation during treatment and the inability during this time, to verify the machine is properly delivering dose. There was no report of serious injury as a result of this issue.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggest a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.